Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional fracture pattern was found approximately 0.035" from the tip. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional mdrs associated with this event: 3025141-2018-00084: screw.

Event description:
During implantation of an acumed screw, the tip of the driver broke off in the head of the screw. The driver tip could not be removed and remained implanted.